Event description:
Related manufacturer reference number:2017865-2023-00370. It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead was placed in the mid septum, but the sensing was poor. The lead was attempted to be screwed in however, the lead exhibited low r waves and failure to capture. The lead was repositioned however, was still unsuccessful. Another right ventricular lead was attempted but once placed the lead was not capturing and the r waves were low. The lead was also attempted to be repositioned however the lead would not extend. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of capturing problem, r-wave amplitude variation were not confirmed while the helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece visual examination found the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning, the helix could be extended and retracted when torque applied to the inner coil. The full helix extension length was measured within specifications. The cause of the reported event was isolated to the blood/tissue clogging the helix and the over torqued inner coil inside the connector region. No other anomalies were noted with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage found on the lead.